Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system autonomously shut down. The system was switched out to initiate the surgery.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The multifunction input/output (mfio) printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).